Event description:
An impella 5.5 was inserted via the axillary artery graft to support the 42 year old male patient who had been admitted in with known cardiomyopathy, acute decompensated chronic. The patient was prior supported by extra-corporeal membrane oxygenation (ECMO) as well as inotropes, vasopressors, and a vent for respiratory needs. The patient presented in scai stage d shock. The pump was supporting when on day 28 there was a ventricular tachycardia (nsvt) that prompted repositioning with ultrasound guidance. Later on day 28 the patient moved his head and dislodged the pump to the aorta from the left ventricle. The team was unable to reposition the pump and it was explanted. The patient was stable post explant while awaiting the ventricular assist device (bi-vad) implant. Positional alarms are part of everyday practice and can occur with movement as noted in this case.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the positioning issue was most likely use related to patient movement per clinical details. The cause of the injury was not determined due to insufficient clinical details.